Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump received a failed battery test alarm several times. After battery was changed, a motor error alarm was received. Customer did receive a weak battery alert prior to failed battery test alarm. Customer's blood glucose was 87 mg/dl. After troubleshooting, customer was advised that battery cap would be replaced.